Manufacturer narrative:
Correction/removal number: 3012642695-02/19/21-002-c. This is report 18 of 32 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual symptomatic patient. The positive result was reproduced by repeat testing of the nasal swab sample with the testing platform. Lot 5000305 has been placed into quarantine due to observations of a higher potential for false positive results. A root cause analysis and corrective/preventive action plan are pending completion.

Event description:
This is report 18 of 32 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual symptomatic patient.